Manufacturer narrative:
The insulin pump passed the unexpected restart error and self-test. No unexpected restart alarm or watchdog timeout alarm noted. No damage found on interface board noted. The insulin pump was received with high stop current due to faulty interface board. No failed battery test, battery out limit or weak battery alarm noted. The insulin pump was received with cracked case at display window corner and minor scratched display window.

Event description:
It was reported that the customer's insulin pump was alarming battery failed and battery has been replaced, still not working. The customer was sent a replacement battery cap, but insulin pump still having issues. The customer's blood glucose was 120mg/dl. The customer stated an unexpected re-start alarm occurred. The insulin pump continued alarming failed battery test. Advised the customer the insulin pump will need to be replaced and revert to back up plan.